Event description:
The customer reported the system displayed a "collimator iris too large" error message. There was no patient injury or death reported.

Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The sys operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.